Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "ruptured/leaking¿.

Event description:
Healthcare professional reported "ruptured/leaking" against left device. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening. A microscopic analysis and leak test were performed which identified one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported "ruptured/leaking" against left device. The device has been replaced.